Manufacturer narrative:
Investigation results: our quality engineer inspected the 4 physical samples and 37 photos submitted for evaluation. The reported issue of foreign matter was confirmed upon inspection of the samples. Analysis of the samples showed that there were foreign particulates within the trays of the samples. Bd determined that the cause of the failure was related to incorrect handling of materials during the manual loading process of the syringes into the trays during manufacturing. A retraining of manufacturing personnel was performed to address this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 50cc ll tip convenience pak had foreign matter. It was reported by customer that syringe trays being deemed defective. Verbatim: rcc received a complaint via email. Email(s) attached. Due to the quantity of syringe trays being deemed defective and space constraints, sca requests return labels within five (5) business days of this notification. After the five (5) business days, sca cannot ensure that the defective trays will be kept due to space constraints. If the syringe trays are required back, please provide shipping labels for returns from our little rock, ar and windsor, CT facilities.